Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level and having site issues. The customer's blood glucose value was 400 mg/dl. The customer reported that there was blood at site not today, but sometimes and also irritation. The troubleshooting was performed for site issues. The products will not be returned for analysis.